Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 064) issue. Reportedly the pump was emitting call service 064 alarms. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 08/15/2016. Device evaluation: the device has been returned and evaluated by product analysis on 07/21/2016 with the following findings: a review of the black box and alarm history indicated call service 064 alarms had occurred. The issue was duplicated on investigation. Investigation revealed that the motor was not working due to moisture damage. Unrelated to the original complaint, investigation revealed the following: there was a bolus button leak; moisture was observed on multiple internal pump components.